Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed a frayed grip cable located at the distal idler pulley. There was no damage found on the pulley area. The grip cable was also found to be derailed. The grips were able to open and close, but their movement and functionality could not be precise. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a davinci si trinto mitral valve repair procedure, the customer noted a 'broken cable' on the large suture cut needle driver instrument. No patient harm, adverse outcome or injury was reported.